Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump¿s buttons were little more difficult to press. Customer¿s blood glucose was unknown. Customers stated that customer was changing batteries out on every single day, battery life has diminished severely as well as insulin pump rejected new batteries. Customer also stated that insulin pump was slower and louder to rewind, received random no delivery alarms every couple of months. Insulin pump will not be returned for analysis.